Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: unknown, serial #: unknown, implanted: unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose an implantable pump for multiple sclerosis. It was reported that the patient's multiple sclerosis symptoms were returning and it was suspected that the catheter might have detached from the pump but on investigation during surgery it was discovered that the catheter was still attached but was severely kinked. The plan was to revise the pump segment of the catheter and reattach to the pump, however, when they aspirated the pump, they expected to get 6ml and actually managed to aspirate over 17ml. It was then decided to replace the pump. The pump was removed and replaced with a new pump due to a discrepancy with the reservoir volume and the catheter was revised (the pump segment of the catheter was revised/explanted) in the pump segment as it was severely kinked. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that there were no known diagnostics/troubleshooting performed. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was alive-no injury.

Manufacturer narrative:
Only the pump was received for analysis; concomitant product (8781 catheter) was not received for analysis. Analysis identified damage to the o-ring on the outlet port which resulted in a leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781 lot# unknown explanted: (B)(6) 2018 product type catheter. Drug information was received and indicated that the concentration was 500 mcg/ml and the daily dose was 29.73 mcg/day. G9: the initial MDR was filed as MFR. Report # 3007566237.  Additional review showed the correct manufacturing site was site # 3004209178. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lot # of the catheter was unknown. It was reported that the implant date of the catheter and the pump were unknown. No further complications were reported and/or anticipated.